Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 14mm from the tip and approximately 9mm long. There is blood present in the hub, inflation lumen, and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that inflation failure occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for pre-dilaton. However, when pressure was applied at 11 atmospheres the balloon failed to inflate. The device was completely removed from the patient's body as a whole system. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a balloon longitudinal tear.